Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device "did not perform the cardioversion". The patient involved was reported to not have experienced harm or adverse patient impact.